Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they dropped the insulin pump in water and the buttons are now unresponsive. Customer's current blood glucose reading is 159 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.